Event description:
Distributor sales representative reported an incident where an electrode was bent at the distal end and the sterile packaging was compromised. Product was not used with the patient, and there were no adverse affects of this issue.

Manufacturer narrative:
Distributor representative attended the case described above. The representative noted the bend in the electrode as well as the compromise to the package sterility. The electrode and packaging have not been returned to fhc for evaluation. Distributor representative stated that mishandling of the product at the user facility cannot be ruled out and that the sterile packaging was completely open. Review of packaging process for this product at manufacturer has shown that this type of product problem is unlikely. Product has been requested for evaluation. If product is returned, a follow-up report will be filed documenting the evaluation. This report is being submitted because in the event of use of a non-sterile device, there is a potential for harm to the patient.